Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: dl boot cover d4: serial or lot#: unknown h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the driveline cable associated with (B)(6), and the driveline boot cover (unknown lot number) were not returned for evaluation. Review of (B)(6) service history records indicated that the device was previously serviced, and the repair actions were verified. There was no evidence that the associated driveline boot cover had previously been serviced. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing issue, and the driveline boot cover¿s lot number was unknown. Log file analysis revealed one (1) low flow alarm was logged on 12/aug/2025 at 08:56:38. This is an additional finding, not related to the reported event. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed damage to a previous strain relief repair, damage to the insulation of the green wire and that the outer sheath required a repair. On-site inspection of the driveline boot cover also revealed that the boot cover was hardened. As a result, the reported event was confirmed. A driveline sheath repair and strain relief repair were performed to mitigate the conditions reported. Based on the available information, the most likely root cause of the strain relief repair damage and the outer sheath requiring a repair may be attributed, but not limited, to factors such as normal wear over time and/or improper handling. A possible root cause of the wire damage may be attributed to handling of the device and/or wear over time without the outer sheath present due to prior damage to the driveline cable. Based on historical review of similar events, a possible root cause of the hardened driveline boot cover event can be attributed, but not limited, to leaching of the plasticizer from the material and/or degradation of the material, resulting in hardening and shrinkage. CAPA pr00536773 is further investigating this issue. Based on the available information, the device may have caused or contributed to the observed low flow event. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the driveline strain relief was damaged. The driveline remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for a correction to h11. Additional products: d1: heartware ventricular assist system - driveline cover d4: model#: 1175 / catalog#: 1175 / expiration date: dd-mmm-yyyy / serial or lot#: unk d9: no h3: no h4: mfg date: dd-mmm-yyyy h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the old repair had worn out. The dl was covered with tape starting at the strain relief and extending one inch toward the exit side. The strain relief was not fully attached to the connector, and the dl cover was hard but movable. A dl cover removal was recommended but was refused by the clinic. The old tape was removed; the outer sheath was brittle and easily tears off. The strain relief was broken and no longer fully attached to the connector. Directly after the strain relief total exposed wires were seen, the green wire had several points of insulation damage, and the other wires had no visible damage. The log files showed no major finds, like electrical fault alarm, taking all findings and the state of the dl into account, a splice repair was recommended to the clinic, despite the described risk for the patient, the clinic opted out and refused the repair for now. A dl sheath repair, and a dl strain relief repair were performed.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.